Manufacturer narrative:
H6: investigation summary: the customer issued a complaint for 2 issues: difficulties to open the blister of the needle and screwing on the needle. No sample or photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. According to customer verbatim, bd understands that the end-user had difficulties when opening the lid label (open the blister of the needle) and screwing on the needle. Bdm-ps was not able to confirm the condition reported by the customer as no evidence was provided. A review of the quality history within the sap system has been performed as part of the investigation. No quality notifications were identified during the production which relate to the reported condition. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. Unconfirmed: no evidence provided h3: see h.10.

Event description:
It was reported while using bd hypoint¿ needle the needle and syringe were difficult to connect and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we inform you that we have received a new complaint for a needle quality problem (¿patient reported difficulties to open the blister of the needle. He also indicated that he had difficulties when screwing on the needle, the liquid spilled out.¿). Batch of 22g needles (hypoint ndl 22ga1-1/2in tw) impacted: 210200238 (supplier batch 0104324); this is the 3rd complaint affecting this batch of needles.

Manufacturer narrative:
H6: investigation summary: no sample or photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. According to customer verbatim, bd understands that the end-user had difficulties when opening the lid label (open the blister of the needle) and screwing on the needle. Bdm-ps was not able to confirm the condition reported by the customer as no evidence was provided. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured, and released according to applicable procedures and specifications. A review of the quality history within the sap system has been performed as part of the investigation. No quality notifications were identified during the production which relate to the reported condition. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable.

Event description:
It was reported while using bd hypoint¿ needle the needle and syringe were difficult to connect and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we inform you that we have received a new complaint for a needle quality problem (¿patient reported difficulties to open the blister of the needle. He also indicated that he had difficulties when screwing on the needle, the liquid spilled out.¿). Batch of 22g needles (hypoint ndl 22ga1-1/2in tw) impacted: 210200238 (supplier batch 0104324); this is the 3rd complaint affecting this batch of needles.